Event description:
It was reported that during multiple cases, the unit would randomly turn off and randomly turn back on. It was further reported that the unit stayed on during the last case and the case was completed successfully.

Manufacturer narrative:
Additional information will be provided once the investigation is completed.